Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Same case as MFR# 2134265-2009-06177. It was reported that post a drug-eluting stenting treatment procedure stent thrombosis occurred. The patient was admitted to the hospital for an abnormal stress test and was admitted again 16 days later. The results from a cardiac catheterization revealed 80% stenosis in both the circumflex (cx) and left anterior descending artery (lad). This resulted in stenting of the cx and lad with a3.5x16mm taxus stent. Following the procedure, the patient was administered plavix for 12 months. Two years later the patient had a myocardial infarction due to in-stent thrombosis in the cx and lad at the taxus stent. Additional catheterization and stenting was performed.